Manufacturer narrative:
Device evaluation: returned device was received with chipped out on lower left front corner also cracked on right plunger case and bottom case. Evidence of reported problem in event log was found. During the evaluation of the device force sensor test error was found at power up and unable to calibrate the force sensor. The customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that the smiths medical medfusion synringe infusion pump had "failure force sensor / case damage". No adverse patient effects were reported.